Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) ECG jack keeps losing signal. The unit was swapped out to continue therapy. There was no harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) found that moving the ECG connection while connected to the patient simulator or my mini-sim would make the signal drop intermittently. Fse felt that the connection was a little loose. So, fse replaced the front-end board and completed a full system test/pm protocol. All tests passed to factory specifications. Returned to the customer and released for clinical use. There was a patient involvement but no harm was reported. The following was performed technician of the maquet failure analysis and testing (fat) department wayne, nj. The failure analysis and testing department received the following part associated with this complaint: htc front end board. This part was received with a reported unit failure message of loosing EKG (ECG) signal. Performed visual inspection of this part received and found saline on blood pressure connector, j5 connector and external connector of blood pressure and ECG connectors. Due to personal safety and test fixture, the fat dept. Cannot be investigated further this board. Retaining this board in the fat dept. Per procedure.